Event description:
It was reported that the lead was dislodged. The lead was explanted and replaced. The patient is fine following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.